Manufacturer narrative:
This complaint is still under investigation.

Event description:
Litigation papers allege following the implant, patient continues to suffer with pain, difficulty walking, and inflammatory reaction(s). Update: (B)(6) 2012- patient fact sheet and medical records received. Part/lot was provided. The dor was also provided. Revision operative notes indicated that the patient suffered from chronic hip bursitis and an extensive thickened bursa. There is no new additional information that would affect the investigation. Records are available on the l:drive if needed for further review.

Manufacturer narrative:
**Update** (B)(6) 2012- patient fact sheet and medical records received. Part/lot was provided. The dor was also provided. Revision operative notes indicated that the patient suffered from chronic hip bursitis and an extensive thickened bursa. There is no new additional information that would affect the investigation. Dor: (B)(6) 2012. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Updated patient's initials, associated contact and dob.